Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the patient had a heart rate of 120 bpm. When a magnet was applied, the arrhythmia stopped. The maximum tracking rate was programmed at 130 and was reprogrammed to 95. Two days later, the patient presented due to a myocardial infarction. This patient has a history of myocardial infarction, had a coronary bypass and unstable cardiac angina. While it was suspected the pacemaker mediated tachycardia (pmt) could have caused the myocardial infarction, the pmt was below the maximum tracking rate and the device algorithm does not act until the maximum tracking rate is reached. However, it was suspected the pmt could have caused or contributed to the myocardial infarction. No additional adverse patient effects were reported.